Manufacturer narrative:
No pt was present at time of event. Connections were tightened by medtronic rep. Monitor was then working as intended. Device will not be returned to medtronic.

Event description:
Medtronic representative responded to a report that the monitor was flickering; the issue was resolved by tightening the connections. No pt was present.